Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device/program check a right ventricular (rv) lead, lead integrity alert (lia) was noted due to high short interval counts (sic). It was reported that the patient received inappropriate shock/therapy multiple times, and approximately five times electric shock occurred in less than five hours. Physician alleged that due to rv lead fracture the event occurred. The rv lead was replaced with a different lead, and remains in the patient. No further patient complications have been reported as a result of this event.